Manufacturer narrative:
B3: event date is estimated manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported wound dehiscence could not conclusively be established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists wound dehiscence and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection and wound dehiscence an adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that in early (B)(6) 2023 left chest pain worsened when the patient made an abrupt repositioning to the left lateral decubitus position. Subcutaneous exudate retention was observed. Wound treatment was performed and npwt was applied. Dehiscence of the chest wall muscle layer was found and resuture was determined to be necessary. On (B)(6) 2023 the wound was treated under general anesthesia. Hm3 pump repositioning (detachment of the apex site and pump suspension in the rub) was performed. The edema and pain at the resuture site gradually worsened. The second wound culture was determined to be candida albicans and wound treatment and npwt ID were performed twice a week. On (B)(6) 2023 an increase in -d-glucan was observed, so the antifungal agent was changed (mcfgpfcz). The patient had not developed candidemia. Wound cultures detected a very small amount of c. Albicans around the pump. The chest wound showed a risk of dehiscence with direct closure because of the atrophy of the patient's subcutaneous tissue and muscle layer due to long-term wearing of npwt. Plastic surgery was planned for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2023 developed a fungal infection at the pump pocket due to wound dehiscence and remained in the hospital as of (B)(6) 2023. The wounded area was cleaned and negative pressure wound therapy (npwt) was administered.